Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The physician unpacked a 3.50mm x 12mm veriflex bare metal stent delivery system and it was noticed that the stent ends were flared out. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Correction: brand name: from promus element plus to veriflex. Common device name: from stent, coronary, drug-eluting to stent, coronary. (B)(4). Catalog/model #: from 39114-1235 to 38934-1235. The liberte/veriflex catheter was received inside a liberte/veriflex shelf box that matched the information on the device. The stent struts on the proximal and distal end of the stent were flared and bent. The symmetrically expanded ends of the stent are consistent with partial expansion due to low inflation pressure. There was no other damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The physician unpacked a 3.50mm x 12mm veriflex&#10242;are metal stent delivery system and it was noticed that the stent ends were flared out. No patient complications were reported. Additional information has been requested and is not available.